Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 45 mg/dl. Reportedly, the customer had miscalculated the carbohydrates in the food they had eaten after exercising and delivered too much insulin. The customer consumed food to address their bg level. Subsequently, the customer took the pump swimming with them and the pump was noted to be unresponsive. The customer's blood glucose level was 190 mg/dl. Despite charging the pump for over an hour, the pump remained unresponsive. Reportedly, the customer has manual injections available as alternate insulin therapy.